Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir compartment¿s retainer ring was loose. There was a crack along the back of the insulin pump. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit was received missing reservoir tube o-ring, pillowing keypad overlay, minor scratches on case, faded serial number label, cracked case corner of the belt clip rails near the battery compartment, corroded battery tube and minor scratches on lcd window.